Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the clog in the air/water channel could not be determined. Component analysis of black material and white material both resulted in silicone-based material. ·black material: used in various ways such as watertight packing, glue, parts. Could not identify by the analysis. It could be a product that was used in combination with scopes such as valves, injection tube, connecting tube, water container which may have deteriorated. ·white material: used in antifoaming agent, gascon, or the like. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: (B)(4). The subject device was received and evaluated at repair center (rc) olympus china. Device evaluation found the air/water (a/w) tube was clogged by unknown foreign material which cannot be taken out. Service repair noted the a/w feed was not smooth. Furthermore, the following findings were noted during device inspection: the insertion section was wrinkled. Review of repair history record noted the concerned product has been repaired once in the past year. Repair completion date:2022/06/23. Fault detection at that time of the repair : lg-bundle was likely broken; the insertion section was wrinkled and leaking; ch-tube and the bending cover were leaking; lg-tube and switches were scratched and worn. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device insertion part wrinkled and the air/water noted to be insufficient, found during use at preparation for use. The device was replaced with another device and the intended unknown procedure was completed using the replacement device. No harm was reported. No patient harm, no user injury reported. Device evaluation found the air/water (a/w) tube was clogged by unknown foreign material which cannot be taken out. This report is being submitted for foreign material clogged inside the air/water tube (handling issue, reprocessing issue).